Event description:
It was reported that there is difficulty connecting recharger to implantable neurostimulator (ins) . Pt can connect initially, however within 1-2 minutes the recharger becomes uncoupled. Can charge, however this is frustrating for patient as it is becoming unpaired and repaired frequently throughout charging session. No cause is known. Possible migration of battery inferiorly into breast tissue. Troubleshooting techniques such as waiting to turn on recharger until it is in place. Moving recharger base/bullseye over base of ins. Surgeon made aware and following up with patient in 1 month. Additional information received from rep indicating that cause is likely due to difficulty getting base of recharger flush with implant, possible battery migration and anatomy change. Device migration has not yet been confirmed by hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.